Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient was reimplanted with another cochlear device. This is the final report.

Manufacturer narrative:
The external visual inspection of the device revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly developed an infection at the implant site. The recipient was prescribed keflex at an ER visit. A reposition and skin flap rotation surgery was performed on (B)(6) 2015 to cover the partially extruded internal device. The recipient was recommend to discontinue use of the device on (B)(6) 2015. The treatment was not successful. The recipient was hospitalized on (B)(6) 2015 and the recipient's device was explanted. The recipient has been prescribed ciprofloxacin (500mg) twice a day.